Event description:
Reportedly, a 21 mm valve was explanted at implant due to perivalvular leakage. The customer reported that a 21mm aortic valve was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2013. After extracorporeal circulation (ecc) was weaned off, perivalvular leakage was observed in echo. The device was explanted and the customer attempted to use the same device again for re-avr. However, a new 21mm valve was used since the condition of the sewing ring of the explanted device was not good to use for a re-avr. The customer commented that this explant was not expected and occurred due to a technical issue. The customer has affirmed that there was no malfunction of the device and the device did not cause or contribute to the event. The patient had been taken off bypass prior to explant of this device. The patient condition was listed as recovered. The device will not be returned for evaluation because it was discarded at the hospital. Echo report will not be provided.

Manufacturer narrative:
Device not returned. The customer commented that this explant was not expected and occurred due to a technical issue. The customer has affirmed that there was no malfunction of the device and the device did not cause or contribute to the event. The patient had been taken off bypass prior to explant of this device which extended the bypass time. The patient condition was listed as recovered. No additional patient information will be provided. The device will not be returned for evaluation because it was discarded at the hospital. Therefore, no evaluation can be done. Echo report will not be provided. Conclusion: there are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. A peri/paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a peri/paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to conclusively determine the root cause for the reported explant of this device.